Manufacturer narrative:
Unit alarmed compromised force sensor system during the prime/compromised force sensor system test at 4.0 lbs. Due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, and the excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and ink spots/bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level according to the sensor reading was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.